Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, tank cover, line cord, and pole clamp, noisy pump, outdated pcb and power switch. Functional testing could not confirm reported issue. The root cause of the reported issue was found to be a faulty printed circuit board (pcb). The technician replaced the pcb. Additional parts were replaced, pump assembly, enclosure, tank cover, front cover, line cord, pole clamp, and reflux plug. Pcb and power switch were upgraded and retained under a corrective action and preventive action. Unique identifier, operator of device, if the initial reporter also sent report to FDA and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device has a broken microswitch. No patient injury was reported.